Manufacturer narrative:
Analysis found the unit alarmed compromised force sensor system due to a faulty force sensor resistor.

Event description:
The customer's nurse reported via phone call that the insulin pump received a compromised force sensor system alarm. His blood glucose was 232 mg/dl at the time of incident. The customer's nurse stated that the insulin pump was stuck in prime rewind. The customer's nurse stated the insulin pump was not dropped or bumped. The customer's nurse stated that the drive support cap was recessed. The customer's nurse was advised that the insulin pump will need to be replaced. The customer's nurse was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.